Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implanted pump. It was reported the patient had 3 occasions the patient had to be hospitalized in the ICU for acute baclofen withdrawal. It was noted the patient was an adult about (B)(6) old with ms. The healthcare provider noted they never figured out what the problem was and medication errors were ruled out. It was noted the patient always recovered well.